Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoracic procedure, after two firings and in order to perform the third firing, the cartridge was attached and opening / closing was checked. When the device was inserted into the patient¿s body, it stopped working. It did not react even when any button was pressed. The display turned all dark. The operation was continued with a new handle and the case was completed. There was no patient injury.